Event description:
The reporter stated the surgeon inserted an aq2015a silicone three piece lens and a crack in the optic was noted after delivery into the eye. The lens was cut out and removed through the initial incision. There were no complications to the patient, sutures were not required. The reporter stated the cause of the cracked optic was due to a loading error.